Event description:
The customer called to report a blank display. The customer stated that this has happened six times in the past week. The reported blood glucose reading at the time of the call was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.